Manufacturer narrative:
The investigation has been completed. No product was returned. The root cause of vascular damage peripheral vessel cannot be determined since the product was not returned and insufficient clinical details were provided. As noted in the impella IFU: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that the decision for impella cp was made to support a patient. During explant of the cp the perclose was attempted to use for hemostasis, however upon removal of cp significant bleeding noted- concerns for fem artery tear. Vascular was called to the operating room for intervention. Cutdown was performed and left fem artery repaired and pedal signals were noted. The procedural outcome was the patient survived surgery.